Manufacturer narrative:
This report is submitted on august 01, 2017, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011.

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site; subsequently, the patient was treated with a topical antibiotic (date and duration not reported). Clinical management is ongoing.